Manufacturer narrative:
Coorstek, the legal manufacturer and the initial importer of this device, was made aware of this event. They are responsible for all product investigations and reporting determinations. Per coorstek, the device was not returned; therefore, the probable root cause could not be determined.

Event description:
It was reported that the tip of the suture passer broke off during the case. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed by the legal manufacturer coorstek. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4). Filing on behalf of the legal manufacturer coorstek.

Event description:
It was reported that the tip of the suture passer broke off during the case. The procedure was completed successfully.